Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicates that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspects rv lead fracture as the cause. Rv lead intervention is anticipated. The patient is stable and will continue to be monitored.